Event description:
Increased knee pain [arthralgia], wears a brace and uses a walker and cane [gait disturbance], it didn't work [device ineffective]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6). The pt's medical history was significant for previous medical device implantation with synvisc one in (B)(6) 2011 (that worked well), hip replacement (which her dr screwed up) and brown recluse spider bite on her foot. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) at a dose of 6 ml. The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2012, the pt experienced horrific pain. It was also reported that it (synvisc one) didn't work. The pt received demerol (pethidine hydrochloride), tramadol and naproxen for pain. Concomitant medications were not provided. The intensity for horrific pain and "it didn't work" was not provided. The synvisc one dose was not changed. The events of horrific pain and "it didn't work" were not recovered. F/u info was received on (B)(6) 2012 from the pt. The pt was bitten by brown recluse on the bottom of her foot. The pt reported that she had steroid injections (unspecified). It was also reported that pt was using bengay (menthol) and ice packs on her knee. F/u info received on (B)(6) 2012 from the pt with osteoarthritis in right knee. The pt's medical history was significant for bilateral hip replacements (left one was fine but right one was "put in wrong place"), hip dislocation for 16 times, brown recluse spider bite on her right foot, previous medical device implantation with synvisc one in (B)(6) 2011 in right knee, degenerative disc disease and carpel tunnel syndrome. The pt reported that her pain in right knee became worse than before she received the recent synvisc one in (B)(6) 2012. The intensity for knee pain was severe. F/u info was received on (B)(6) 2012. The pt reported that her increased knee pain continued despite taking oxycodone. F/u info was received on (B)(6) 2012. The pt's medical history was significant for carpel tunnel in first three fingers for which she received steroid injection and two hip replacement surgeries from hip dislocation. The pt also received treatment with acetaminophen for pain. The pt reported that she was wearing a brace and used a walker and cane (difficulty walking). The intensity for the event of difficulty walking was not provided. The event of difficulty walking was not recovered. F/u info was received on (B)(6) 2012 which made the case serious. The pt had medical history for significant for hip dislocation for 17 times and (B)(6) infection after hip surgery. On an unspecified date, the pt had her knee scoped. On (B)(6) 2012, the pt received a steroid injection for knee pain.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.